Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in the development of bacterial peritonitis. The breach in aseptic technique was further described as the patient was noncompliant. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated for eleven days with vancomycin (2 grams per day, intraperitoneally) and amikacin (300 milligrams per day, intraperitoneally). Eleven days after admission, the patient was discharged from the hospital and reported to have recovered from the peritonitis. It was not reported if the patient was retrained on aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.